Event description:
The pt reported that on 06/12/2000, around mid-afternoon, pt felt lightheaded and weak. Pt is on limited income and does not test nor take insulin as often as they should. Pt's last insulin was taken the evening before. Pt allegedly passed out and awoke while being transported to the hosp by pt's spouse. Pt's blood glucose on their one touch ii meter at that time was 120 mg/dl. Upon arrival at the hosp pt's blood glouse was 400 mg/dl. Pt was treated with insulin and sent home. No quality control tests are performed on the meter.